Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, as of (B)(6) 2013 the patient was experiencing or had experienced obstructed defecation, and underwent rectocele repair under general anesthesia for recurrent vaginal bulge (rectocele). In (B)(6) 2015, the patient was experiencing or had experienced pelvic organ prolapse, pelvic pain, cramping with diarrhea, constipation, straining with bowel movements, foreign material in stool after straining, foul vaginal odor, herniation of rectum into the vagina, difficulty initiating bladder emptying, vaginal discharge, tenderness at the vaginal apex, and small rectocele.